Event description:
It was reported that the device had ¿wireless module intermittent connection when pole clamp capture bracket was attached.¿ per reporter the device operates until bracket was attached. The product fault occurred upon opening. The event happened at the hospital. The issue was not resolved, and the steps taken to resolve the issue was to remove and reinstall the pole clamp capture bracket. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
D4 - lot #: possible lot # 19222261. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.